Event description:
User experienced discrepant tsh results for one patient sample. Initial result >100 uiu/ml, repeat on different analyzer gave 2.62 uiu/ml. No adverse events reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.